Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient experienced a syncopal event after receiving a shock. A boston scientific technical services consultant reviewed the device data and identified the morphology at the event onset was very small and might have been bundle branch block. The first shock accelerated the rhythm and successful conversion occurred with the second shock. The consultant recommended further troubleshooting. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the description for more information regarding the specific circumstances of this event. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient experienced a syncopal event after receiving a shock. A boston scientific technical services consultant reviewed the device data and identified the morphology at the event onset was very small and might have been bundle branch block. The first shock accelerated the rhythm and successful conversion occurred with the second shock. The consultant recommended further troubleshooting. No additional adverse patient effects were reported.